Event description:
It was reported to philips that the system had a start up failure. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. During log file analysis and on-site inspection by philips field service engineer (fse), it was identified that the host pc was unable to start up. As part of troubleshooting, the fse manually turned on the host pc and measured the voltage of computer cpu button battery, which was recorded as 1.6 v and is lower than the standard 3v. The bios battery of the host pc was replaced, and system re-start was performed. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.